Event description:
It was reported that the device was explanted; however, the explant date and reason are unk. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
\Device not returned.